Event description:
It was reported that upon remote device data review, an alert for shock delivery was noted. This patient had experienced ventricular fibrillation (vf) with variable intrinsic amplitudes. This variability in amplitudes resulted in under-sensing and the device diverting the charge for therapy. However, the vf was redetected quickly and a 41j shock was appropriately delivered to end the episode. It was mentioned that programming options will be reviewed to prevent future under-sensing. Additional information was requested regarding the physician and healthcare facility information, but has not yet been received. The patient was stable with no adverse consequences reported and this device remains implanted and in-service.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon remote device data review, an alert for shock delivery was noted. This patient had experienced ventricular fibrillation (vf) with variable intrinsic amplitudes. This variability in amplitudes resulted in under-sensing and the device diverting the charge for therapy. However, the vf was redetected quickly and a 41j shock was appropriately delivered to end the episode. It was mentioned that programming options will be reviewed to prevent future under-sensing. The physician elected to reprogram the device and continue with normal follow-ups. The patient was stable with no adverse effects reported and this device remains implanted and in-service.